Event description:
This report summarizes one malfunction. A review of reported information indicates that model 0602833, implantable port, allegedly experienced fracture. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was returned for evaluation and three photos were provided for review. The investigation is identified for catheter break. A definitive root cause is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was returned for evaluation and three photos were provided for review. The investigation is confirmed for the catheter break. A definitive root cause is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 0602833, implantable port, allegedly experienced fracture. This information was recieved from a single source. This malfunction involved a patient with no consequences. The patient is 64 years old female and weighs 52 kgs.

Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned for evaluation and three photos were provided for review. The evaluation identified a fracture, the photo review is pending. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 0602833, implantable port, allegedly experienced fracture. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.